Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was experiencing diaphragmatic stimulation from their left ventricular lead. The device was reprogrammed and the stimulation was resolved. However, the reprogramming resulted in high impedance measurements. No further intervention was performed as the patient was not pacing dependent. Patient was stable.